Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2005 via tha. During the surgery, a fracture of the greater trochanter occurred and the surgeon fixed the bone by winding a wire (reported in (B)(4)). It was reported that the revision surgery was performed on (B)(6) 2019, by replacing the head (p/n: 152190057), the sleeve (p/n: 521463) and the s-rom (p/n: 900529210) with modulus stem made by(B)(4). Bone growth to the implant was not achieved. There was no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4).) If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.